Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up will sent to the FDA. (B)(4).

Event description:
Philips received a report from a customer related to a heating incident with the xl torso coil on an achieva 1.5t. The patient was positioned feet first for an examination of the pelvis and sustained a blister on the arm of approximately 4 inches and two small blisters on the lower abdomen.

Manufacturer narrative:
Based on the provided information and test performed on site there is no indication of a malfunction of the mr system. The injury on the left arm can be explained by close proximity of the cable of the coil to the arm. No explanation could be provided for the injury on the pelvis. The coil was returned to the manufacture and checked. No malfunctions were observed in this coil, that would have caused the injury. Furthermore the following contributing factors were observed: the patient is elderly and obese, which may indicate a hampered thermos-regulation, the used high sar scan protocols and the high whole body rf energy dose administered. The patient ventilation was not used, ventilation supports the heat dissipation of the patient. The patient was covered with a sheet or blanket, which may hinder the heat dissipation of the patient.